Event description:
Catheter leak in hub within 24 hrs. Catheter was repaired (removing leak). Several leaks noted in line 2-3in above hub. Was primed without leaking. In pt's arm, flushed. Several leaks noted.